Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that patient had mini stroke and thinks it was related to the device or therapy. The patient was getting an MRI of the head and the neurologist giving the MRI was concerned about the head and doesn't know anything about the device but the patient thinks that the problem she was getting the MRI for was related to the interstim device. The event date was noted as (B)(6) 2016. The patient was to follow up with managing doctor. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.